Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that drawers 2.1 and 2.2 had failed and were off the bus. A field service engineer (fse) opened the back, no lights were on any boards. The boards were isolated, and none worked. Tested drawer boards and both failed. The fse replaced all three boards and found a broken position sensor plug on 2.1 and a damaged connector on one new board. The fse replaced both to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the drawer was not detected on the bus. The customer had performed a station reboot followed by recover storage space, but the issue still persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.